Event description:
The complainant alleged while the device was attached to a patient (age and gender unknown), the device's display intermittently blanked out. The complainant indicated that the clinicians were able to obtain another device to continue to treat the pt. The complainant also indicated that there was no adverse effect to the pt as a result of the reported malfunction.